Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced difficult plunger movement. The customer reported, "md finding the plungers hard to move with saline draw up. Informed several times FDA approved for insulin only. She wants to continue to use for cosmetic use. Sending mailing kit for unused/opened syringes."

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8186545. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 8mm 90 bx 450 mo experienced difficult plunger movement. The customer reported, "md finding the plungers hard to move with saline draw up. Informed several times FDA approved for insulin only. She wants to continue to use for cosmetic use. Sending mailing kit for unused/opened syringes."